Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the patient reported an implant issue. Patient stated that the ins was not working for a while, it got damaged and they decided to leave it. The reason for the call was patient would like to have a card that tell that would show the procedures were dangerous to patients with list of doctors. Patient mentioned they need MRI but the book and ID card they have can't schedule them for MRI. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue and MRI eligibility form for brain/head only.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.